Event description:
Pt was brought to the hosp and treated by IV for hyperglycemia. The patient's meter read 72 mg/dl while the hosp analyzer read 800 mg/dl. Another hosp device gave a result of 396 mg/dl.